Event description:
It was reported that the 8mm force bipolar instrument tips were not lining up. The procedure was unknown with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a severely bent grip tip causing misalignment of the grip-tips. There was a 4.40 mm offset at the tips. The grips were not found to have cracking damage. Additionally, the instrument was found to have a broken grip at the grip base. A piece approximately 1.90 mm x 1.28 mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.